Manufacturer narrative:
(B)(4). Date sent: 2/11/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that prior to an unknown procedure, when the scrub nurse opened the box, realized that the sterile sealant was damaged. It was opened and was not sterile. Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55v5j. The analysis results found that the cdh33a device was returned inside its package previously opened. The seal area of the blister was inspected and it was in good condition, no evidence of seal defects was noted; in addition, no anomalies with the tyvek and blister were noted. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The lot record was reviewed and no anomalies were noted during the packaging process.